Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an occlusion alert while using the ilet with a blood glucose of 400 mg/dl, which was resolved only after a supply change guided by support; components referenced included an inset 23" and a connector/adapter. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included restoration of insulin delivery after the supply change with education and troubleshooting completed. Investigation included remote troubleshooting, user guidance to replace infusion set and connector/adapter, and confirmation that the alert cleared following the supply change. Investigation of this case revealed an infusion set occlusion consistent with flow restriction at the delivery pathway, which resolved after replacement of the disposable components. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable infusion set occlusion related to disposable component performance or placement.